Manufacturer narrative:
Manufacturer's investigation conclusion: the suspected extrinsic outflow graft obstruction (eogo) could not be confirmed, and a specific cause could not be conclusively determined through this evaluation. Review of the submitted log files captured the pump functioning as intended at the fixed speed. No unusual events or alarms were noted. The patient has an appointment scheduled to get a computed tomography as further screening for eogo. A corrective and preventive action was initiated to further investigate heartmate 3 eogo. The patient remains ongoing on heartmate 3 left ventricular assist device, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including inr range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section e1: reporter email was not available. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that log files were sent to be evaluated for extrinsic outflow graft obstruction (eogo). The event log file captured low power advisory alarms due to battery depletion on (B)(6) 2025 at 03:15. The event log file also indicated that the patient still did not utilize the power module/mobile power unit and was still sleeping on battery power. Otherwise, the log file captured routine events. There were no notable alarm conditions or parameter changes. The ventricular assist device (vad) was functioning as intended.

Event description:
It was additionally reported that healthcare providers were evaluating for and ruling out eogo for screening purposes. Leading up to the visit the patient had experienced epistaxis, generalized weakness, and volume overload with symptoms consistent with this.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.